Event description:
The customer reported that he receives an "spo2 equipment malfunction inop and an intermittent loss of data for spo2". No patient harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.